Event description:
Pt with spastic quadraplegia and mental retardation admitted to the picu on (B)(6) 2009, for acute renal insufficiency and increased work of breathing. Pt was intubated and mechanically ventilated for four weeks, with several failed extubation attempts secondary to hypercarbia and increased tone. Her increased tone was attributed to baclofen pump failure and inability to deliver baclofen accurately via the pump. Per the physician's notes, the pt had problems for several years prior to this admission with alternating too much versus too little pump delivery of baclofen. In addition, the residual baclofen volume upon refills never seemed to correspond to the projected residual volume based upon her rate of flow. In order to successfully extubate the pt the decision was made to replace the pump. This surgery occurred (B)(6) 2009. After the pump was replaced, improvements in her hypertonicity and hypercarbia were noted beginning (B)(6) 2009. On (B)(6) 2009, the pt was extubated and maintained on bipap. She was discharged to home on (B)(6) 2009.